Event description:
Phillips heart start defibrillator configured to come up in paddle mode. Appears to be a problem as it is not easy to get to another lead with this configuration set up. Will reconfigure to start out in lead ii.

Event description:
The customer reported that they were not able to access ECG leads when the device was configured to use the defibrillation pads as the default lead. When the device is configured to use defibrillation pads as the default lead, alternate lead settings can be accessed as long as the ECG leads are connected to the device and to the pt. In this case, the ECG cable was not plugged into the device when the customer attempted to select an alternate lead. Since the cable was not plugged in, there was no alternate ECG source to select. The device was operating as intended. Returned to the firm/facility. It the device is not returned, indicate the disposition of the device e.g., the device was disposed of, remains implanted, etc. To the best of co's knowledge, the device is at the hospital and is available for use.